Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 40 mg/dl while they were sick. Customer stated they treated their blood glucose with glucose tablets. The customer declined to troubleshoot. Customer also reported issues with the inserter. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.